Event description:
As reported by the field, during a thrombectomy procedure, a cereglide 71 intermediate catheter (nic71132u, 31191775) fractured at hub while loading a velocity microcatheter (mc). There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, d9, g3, g6, h2, h3, h6 and h10. Section b5: additional information received on (B)(6) 2024 indicated that the device had not been re-shaped after removal from packaging. The device was not pulled from the packaging by the hub or torqued by steering by the hub. There has been difficulty attaching a velocity microcatheter. Complaint conclusion: as reported by the field, during a thrombectomy procedure, a cereglide 71 intermediate catheter (nic71132u, 31191775) fractured at hub while loading a velocity microcatheter (mc). There was no patient involvement. No additional information is available at this time. Additional information received on (B)(6) 2024 indicated that the device had not been re-shaped after removal from packaging. The device was not pulled from the packaging by the hub or torqued by steering by the hub. There has been difficulty attaching a velocity microcatheter. One non-sterile 132 cm cereglide 71 intermediate catheter was returned in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and the catheter hub lumen was confirmed to be fractured, however, the device was still in one piece. Microscopic examination was performed. Under magnification, it was noted that the hub lumen had been subjected to force, which caused the outer plastic layer to fracture, exposing the internal wires. The internal wires of the hub lumen were also noted to be fractured. The catheter tip was slightly compressed. The device was confirmed to be within specifications for the outer diameter (od) and inner diameters (ID). A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue reported that the hub of the catheter became fractured was confirmed based on the appearance of the hub lumen. Hub damage during attachment/removal of hemostasis valve is a potential failure mode that can result from the handling of hemostasis valve and hub; difficulty advancing the microcatheter during its insertion into the catheter can result from setup of continuous flush, which may result in excessive force applied, causing device damage. Devices undergo 100% inspection for exposed wire inside the hub during hub injection molding process, and 100% inspection for catheter kinks or damages during catheter loading into hoop. Thus, it is not likely that the device left the facility in a damaged condition; intra-operative factors may have contributed to the issue reported, however, with the amount of information available, a root cause cannot be established. The damage noted in the catheter tip was not originally reported in the complaint, therefore, its exact time of occurrence cannot be determined. This finding is not related to the complaint reported. Although no conclusion could be reached as to the cause of the event reported, the instructions for use (IFU) contains the following precautions: - before removing the intermediate catheter from the packaging hoop dispenser, rotate the luer on the packaging hoop 90 degrees. - gently remove the catheter and accessories from the hoop and inspect prior to use to verify that they are undamaged. Caution: do not use a catheter that has been damaged in any way. If damage is detected, replace with another large bore catheter that is not damaged. - do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could damage the device or cause patient injury. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.